Event description:
It was reported that 5 of the 10 drainage catheter kits had glue on the seal broken that prevented appropriate suction for the product to work. Verbatim: faulty product. No suction and comes with tubing detached. "I wanted to make you aware that one of our customers recently reported having an issue with a bd product purchased through mckesson. They ordered quantity 1 case of mfg# 50-7500b drainage catheter kit pleurx. She found 5 of the 10 drainage catheter kits had glue on the seal broken that prevented appropriate suction for the product to work. The attached e-mail shows a photo of the product and the lot# 0001394342. If you require additional information, please feel free to contact me.' I have no bottles to send you or anything as prior to breaking the seal of the bottle itself we had to put the plastic tube into the hole tape it up and then break the seal right as we connected him to his drain in hopes that it would work. Unfortunately it acted like there was absolutely no suction there whatsoever. On a couple of occasions when another nurse was seen him other than myself, they managed to be able to get it going by gravity but even then it was a few milliliters, not the 100 ml we usually get it out. It happened one time to me and I thought it was just a fluke that the glue was bad whatever but I only try to use that one container because they cost so much and I'm not going to open another one when I'm going to be coming back in less than a week to try to drain it and he wasn't in respiratory distress at that point. The next few visits were done by a different set of nurses because I was on vacation. So when I came back and did it this last week and found that it looked exactly the same and had the same issue, I discussed it with the other nurses and they were indicating the same thing happened to them. Other than the photo I took that one day this week, I don't have any evidence to send you because the tubing and such had bloody pleural fluid in it and the section, if they're even was and hate to begin with, would have been completely gone so the only thing we could have shown you was the tubing that we had taped and tried to seal off before we punctured the container. 16-sep-2021: spoke to nurse - 5 bottles out of the case of 10 had tubing disconnected - since this was the only bottles available the nurses tried to seal off the tubing to the bottle and use it for drainage - she said it trickled and that there was no vacuum - they did not try to use another bottle due to the cost to the patient.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos¿ samples were received by our quality team for investigation. Upon visual inspection, it was observed that the drainage line was disconnected from the bottle therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001394342 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text: see manufacturer here.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 5 of the 10 drainage catheter kits had glue on the seal broken that prevented appropriate suction for the product to work. Verbatim: faulty product. No suction and comes with tubing detached. "I wanted to make you aware that one of our customers recently reported having an issue with a bd product purchased through mckesson. They ordered quantity 1 case of mfg# 50-7500b drainage catheter kit pleurx. She found 5 of the 10 drainage catheter kits had glue on the seal broken that prevented appropriate suction for the product to work. The attached e-mail shows a photo of the product and the lot# 0001394342. If you require additional information, please feel free to contact me.' I have no bottles to send you or anything as prior to breaking the seal of the bottle itself we had to put the plastic tube into the hole tape it up and then break the seal right as we connected him to his drain in hopes that it would work. Unfortunately it acted like there was absolutely no suction there whatsoever. On a couple of occasions when another nurse was seen him other than myself, they managed to be able to get it going by gravity but even then it was a few milliliters, not the 100 ml we usually get it out. It happened one time to me and I thought it was just a fluke that the glue was bad whatever but I only try to use that one container because they cost so much and I'm not going to open another one when I'm going to be coming back in less than a week to try to drain it and he wasn't in respiratory distress at that point. The next few visits were done by a different set of nurses because I was on vacation. So when I came back and did it this last week and found that it looked exactly the same and had the same issue, I discussed it with the other nurses and they were indicating the same thing happened to them. Other than the photo I took that one day this week, I don't have any evidence to send you because the tubing and such had bloody pleural fluid in it and the section, if they're even was and hate to begin with, would have been completely gone so the only thing we could have shown you was the tubing that we had taped and tried to seal off before we punctured the container. (B)(6) 2021: spoke to nurse: 5 bottles out of the case of 10 had tubing disconnected: since this was the only bottles available the nurses tried to seal off the tubing to the bottle and use it for drainage: she said it trickled and that there was no vacuum: they did not try to use another bottle due to the cost to the patient.